Event description:
According to the reporter, the device internal diameter was above the specification and the eight values determined for the length was also above the specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.